Manufacturer narrative:
Follow-up # 1 ¿ (07/23/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 7/16/2013 and 7/18/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. It not specified when the alleged issue began. On the morning of (B)(6) 2013, the patient obtained a blood glucose result of ¿160 mg/dl¿ with the subject meter and ¿26 mg/dl¿ with another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes t his usual management routine. That same morning, the patient claimed he had symptoms of dizzy, seeing spots, weak and sweating. Emergency medical services (ems) was contacted and administered the patient a glucagon injection as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient was educated about using expired test strips for testing. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly may have developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.